Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed self-test, error test and displacement test. No unexpected alarms noted. No date change noted with battery change. However, insulin pump had multiple alarms noted in history screen due to corrupted history file. Insulin pump was received with minor scratches on lcd window and broken battery tube threads.